Event description:
It was reported by service report that the scale module, two blank modules, and the main footboard module tabs were broken. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard with broken scale module, two blank modules, and the main footboard module.